Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer died within the past month. The exact date of death and cause of death were not provided. The customer was undergoing a renal procedure and died during the procedure. Multiple attempts were made to obtain additional information regarding this event; however, no additional information was provided.